Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire ring tip of a 6f exoseal vascular closure device (vcd) is relatively sharp. The guidewire ring tip end hooked to the blood vessels suspected to be the reason for the withdrawal process jamming. After the device was inserted into an unknown 6f sheath, the vcd was retracted according to standard operation. However, after the overall retraction of pulsatile blood flow stopped, there were 3 jams. It was felt that the guidewire ring was hooked, but the indicator window did not change even if the blocker was completely withdrawn. The indicator window did not appear black-black or red-red, resulting in failure of blocking. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire ring tip of a 6f exoseal vascular closure device (vcd) is relatively sharp. The guidewire ring tip end hooked to the blood vessels suspected to be the reason for the withdrawal process jamming. Hemostasis was achieved by manual compression. There was no reported patient injury. After the device was inserted into a non-cordis 6f sheath, the vcd was retracted according to standard operation. However, after the overall retraction of pulsatile blood flow stopped, there were 3 jams. It was felt that the guidewire ring was hooked, but the indicator window did not change even if the blocker was completely withdrawn. The indicator window did not appear black-black or red-red, resulting in failure of blocking. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with manual compression for an angiography procedure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the guidewire ring tip of a 6f exoseal vascular closure device (vcd) is relatively sharp. The guidewire ring tip end hooked to the blood vessels suspected to be the reason for the withdrawal process jamming. Hemostasis was achieved by manual compression. There was no reported patient injury. After the device was inserted into a non-cordis 6f sheath, the vcd was retracted according to standard operation. However, after the overall retraction of pulsatile blood flow stopped, there were 3 jams. It was felt that the guidewire ring was hooked, but the indicator window did not change even if the blocker was completely withdrawn. The indicator window did not appear black-black or red-red, resulting in failure of blocking. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with manual compression for an angiography procedure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire loop. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected plug deployment and retraction of the indicator wire. The black/white/red position was also confirmed. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the functional analysis was performed and successful deployment was achieved with full lever depression. The already deployed loop exhibited no abnormalities. The internal mechanism presented no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.